Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited noise and oversensing on the right atrial channel. Due to this, three pacemaker mediated tachycardia (pmt) episodes were recorded. The device's algorithm successfully terminated the episode of pmt. Additionally, high out of range pacing impedance measurements were observed on the right atrial channel. Reprograming of the device was performed. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited noise and oversensing on the right atrial channel. Due to this, three pacemaker mediated tachycardia (pmt) episodes were recorded. The device's algorithm successfully terminated the episode of pmt. Additionally, high out of range pacing impedance measurements were observed on the right atrial channel. Reprograming of the device was performed. This device remains in service. No adverse patient effects were reported. Additional information was received detailing that noise and oversensing was also observed on the right ventricular channel. Further evaluation of the system was discussed. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields: b5: describe event or problem field. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the complaint description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the complaint description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited noise and oversensing on the right atrial channel. Due to this, three pacemaker mediated tachycardia (pmt) episodes were recorded. The device's algorithm successfully terminated the episode of pmt. Additionally, high out of range pacing impedance measurements were observed on the right atrial channel. Reprograming of the device was performed. This device remains in service. No adverse patient effects were reported.